Manufacturer narrative:
H6:investigation summary: a device history record review was completed by our quality engineer team for provided material number 302830 and lot number 0338619. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
It was reported that the scale markings on the bd syringe luer-lok¿ tip rubbed off and onto the tip of the syringe. The following information was provided by the initial reporter: "we have been having problems with the bd 20ml syringes for the last couple of days. The ink on the front of the syringe has been rubbing off and reaching the tip of the syringe."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the scale markings on the bd syringe luer-lok¿ tip rubbed off and onto the tip of the syringe. The following information was provided by the initial reporter: "we have been having problems with the bd 20ml syringes for the last couple of days. The ink on the front of the syringe has been rubbing off and reaching the tip of the syringe".